Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A tritanium 52mm shell was revised for loosening.

Event description:
A tritanium 52mm shell was revised for loosening.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed by a review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device had nothing remarkable to report. Dimensional & functional inspection: not performed as the dimensional & functional aspects are not in question. Material analysis: ma - material analysis is not performed as loosening is not related to material integrity issue. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: narrative patient underwent tha cup revision 7 years after index surgery for aseptic loosening. Xrays show radiolucent lines in all 3 gruen zones which is indicative of loosening. Conclusion of assessment review of these records confirm a revision tha was performed for loosening of the acetabular implant. No evidence supporting causality was provided. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative report and progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.